Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the ball bearings of the attachment device had fallen apart, the inner parts of the ball bearings were missing, and the extension sleeve was damaged. It was determined that the cutter device could not be inserted, the bearing, nose tube, and components were damaged, and components were missing. It was observed that the device had fallen apart and the locking mechanism was stiff/stuck. It was further determined that the device failed pretest for lock operation (clatter), cutter insertion (ball bearing) and temperature (pretest could not be performed). It was noted in the service order that the bearing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.